Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump does not recognize a closed door. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Corrected information b3 event date additional information d9, h2, h3, h6 and h11: the device was received for evaluation. During functional testing, the reported pump does not recognize a closed was not reproduced. Evaluation was able to open the door, load a set, program and run multiple infusions with no discrepancies. A review of the event history log verified the issue as "shut door - power off" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. Should additional relevant information become available, a supplemental report will be submitted.